Event description:
The nurse manager reported that at the end of the vitrectomy case, when the surgeon was removing the trocars from the sclera, one of them came apart into three pieces. No pt harm was reported. No add'l info is expected.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).